Event description:
It was reported that the field representative requested a review of a stored ventricular tachycardia (vt) episode for the patient with this cardiac resynchronization therapy defibrillator (crtd) as there were concerns that a ventricular paced beat might have initiated an arrhythmia. Technical services (ts) discussed two consecutive premature ventricular contractions (pvc) occurred just prior to the bi ventricular pacing and may have been the onset of the arrhythmia, however, cannot rule out the right ventricular pacing contributed. Additionally, farfield oversensing of ventricular signals on the right atrial (ra) channel. Ts discussed possible reprogramming options. This crtd remains in service. No adverse patient effects were reported.